Event description:
Literature was reviewed regarding the outcomes of aortic valve reintervention after transcatheter aortic valve replacement (tavr). A total of 87 patients who required aortic valve reintervention after tavr (surgical explant or repeat tavr) were included in the study population. During the original tavr procedure, 46 patients received a medtronic valve type (corevalve or evolut r/pro) and 42 received a non-medtronic valve type (sapien family or portico). The median time to reintervention was 0.8 and 1.6 years in the surgical explant and repeat tavr groups, respectively. Reasons for valve reintervention included: aortic stenosis, aortic insufficiency/paravalvular leak (ai/pvl), mixed aortic stenosis/insufficiency, mitral valve impingement, partial left coronary obstruction, endocarditis, ventricular septal defect, and aortic root aneurysm or pseudoaneurysm. During repeat tavr, 23 patients received a medtronic valve type (corevalve or evolut r/pro) and 30 received a non-medtronic valve type (sapien family). The authors observed six deaths within 30 days of reintervention. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other operative and post-operative outcomes consisted of need for intra-aortic balloon pump support, temporary mechanical circulatory support, unplanned aortic repair due to tavr device adhesions, access site complications, permanent stroke, reoperation for bleeding, new renal failure, continuous renal replacement therapy, atrial fibrillation, new permanent pacemaker imp lantation, ai/pvl (trace to severe), mean gradient of 7.5 to 16.0 mm hg, mean gradient of 20 mm hg or greater, hospital readmission within 30 days of reintervention, and aortic valve re-reintervention (surgical explant or repeat tavr). No additional adverse outcomes were noted.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: fukuhara s, tanaka d, brescia aa, et al. Aortic valve reintervention in patients with failing transcatheter aortic biopros theses: a statewide experience. J thorac cardiovasc surg. 2023;165(6):2011-2020.e5. Doi:10.1016/j.jtcvs.2021.08.057 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.